Manufacturer narrative:
(B)(4). Additional information: the sample was not returned for evaluation. A batch review was performed and found no issues during manufacturing of this lot. The cause was determined to be a manufacturing issue with the assembly. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been requested but has not yet been received by baxter for evaluation. Should any additional information become available, a follow-up report will be submitted. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s.

Event description:
It was reported that 1 box of minicap disconnect caps was received without tapes and masks. There was no patient injury and medical intervention reported. There was no patient involvement. No further information is available.